Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found severe stent damage with struts distorted, bunched and lifted from the stent profile. The stent moved proximally off the balloon and on the outer extrusion. The balloon cones & balloon main body were reviewed and analysis suggests that the balloon has been subjected to positive pressure as the balloon wings were opened out from their folded positions and solidified media was present inside the balloon chamber. Crimp markings on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent inside the guideliner. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00 x 32 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted. A non-bsc guide extension catheter was then advanced. The device was re-advanced and was able to cross the lesion. The device was inflated however the vessel did not expand. It was then noted that stent dislodged in the non-bsc guide extension catheter. Both devices were removed as a whole unit and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 3.00 x 32 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was lifted. A non-bsc guide extension catheter was then advanced. The device was re-advanced and was able to cross the lesion. The device was inflated however the vessel did not expand. It was then noted that that stent dislodged in the non-bsc guide extension catheter. Both devices were removed as a whole unit and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.